Event description:
The pt noticed a loss of stimulation on his left side. The pt continued to get good stimulation on his right side. There was no accident or incident associated with the complaint. Two weeks later he was seen in clinic. Implantable neurostimulator interrogation revealed high, out-of-range impedances on all electrode combinations involving electrodes 8-11. Movement did not cause stimulation changes.

Manufacturer narrative:
(B)(4).